Event description:
A us distributor reported that a (B)(6) male patient passed away while wearing the lifevest. Ems reportedly initiated CPR. Review of the downloaded data indicates that the lifevest first detected a treatable arrhythmia at 18:36:32 in which gel was released and a 150j treatment pulse was delivered at 18:37:51. Asystole was detected at 18:38:16. Another treatable arrhythmia was detected at 18:40:59 and two 150j treatment pulses were delivered at 18:42:05 and 18:42:34. Asystole was detected at 18:42:48. The ecgs at the time of the detections are not available for review. The electrode belt was disconnected at 18:43:47.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was able to perform ECG acquisition and defibrillation functions. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strips of the treatment events could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since it cannot be definitively confirm that the treatment was appropriate, the event is being reported out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device evaluation of belt sn (B)(4) has been completed. The belt was fully functional and able to perform ECG acquisition and defibrillation functions device manufacture date & usage of device: monitor: (B)(6) 2015 - initial use. Belt: (B)(6) 2014 - reuse.